Manufacturer narrative:
Updated block: d10. Per data log analysis, on (B)(6) 2019 the gas system is successfully calibrated. Various flows are set using the central control monitor (ccm) from 3.03 l/min to 6.03 l/min. No errors occur on the gas system. If the flow meter is not accurate, there may not be an indication in the log.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended throughout the evaluation. The service repair technician (srt) connected epgs to a heart lung machine (hlm) and found that the central control monitor (ccm) reported a flow of 1.7 liters per min (l/min) when the flow valve was set fully (no flow) and there was no input gasses connected. The srt replaced the flowmeter as part of the normal recondition process. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
Per the user facility's perfusionist, they checked the hoses and did not hear any leaks. They were using air oxygen sevoflurane. The field service representative (fsr) verified that the epgs flow readings were not accurate. He replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow meter was reading one liter less than the reading on the central control monitor (ccm) from the electronic patient gas system (epgs). They continued to use the epgs but used the flow meter for value as opposed to what showed on the ccm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.